Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "partially deflated". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.6.

Event description:
Healthcare professional reported "deflation" this record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: delamination of the diaphragm valve assessed as adhesive failure. Observed opening device assessed as surgical damage. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "partially deflated". This record is for the right side. Device was explanted and replaced.